Event description:
Complications associated with the use of rhbmp-2 were reported in an observational cohort study. Single and 2-level minimally invasive lumbar transforaminal interbody fusion (mis-tlif) was performed using 4.2mg rhbmp-2 per disc level. A 6-month postoperative CT scan was performed to ascertain the incidence of lumbar radiculitis and radiographic complications. Peridiscal osteolysis was observed in an unspecified number of pts/levels. It was noted that the impact of these radiographic findings on clinical outcome 6, 12 and 24 months postoperatively was not significant. No other details were mentioned.

Manufacturer narrative:
(B)(4). Literature citation: gray, et al. Comparison of the incidence of radiculitis and radiographic adverse event following minimally invasive lumbar transforaminal interbody fusions (tlif) with and without the use of bone morphogenetic protein (bmp). The spine journal 2010; 10: 8s-9s. A review of the device history records cannot be performed without additional device info. Without return of the device or associated records, it is not possible to ascertain a cause for the reported event.